Event description:
Nicu rn reported that the blender gas supply imbalance alarm was not alarming properly and advised there was a patient incident. The baby was transported to nicu without proper oxygen resulting in the baby being hypoxic until arrival and stabilization in nicu. Blender was tested and the reported problem was reproduced - removed device from service. After further testing, an additional three units have been found with the same problem.

Manufacturer narrative:
4 (B)(4) blenders returned for investigation on rga 90640 and tested to bln010, rev 62 and results recorded on DHR. For each of the four (4) units, all performance criteria was within allowable tolerance excluding the audibility of the alarm. Further visual observation showed the alarm reed plates (p/n: (B)(4)) were damaged, extended (bent) beyond functionality. A test protocol was developed and implemented to confirm operation of the reed plate (p/n: (B)(4)) at various pressure exposures. These results conclude that the alarm reed plate is fully functional and activated as expected when operated within published limits. Operating in excess of such limits produced audible failure and physical damage identical to the subjects of this investigation.